Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a second procedure on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. H6 patient code: 3191 - incomplete bladder emptying, overactive bladder. Additional b5 narrative: it was reported that the patient experienced incomplete bladder emptying, overactive bladder, post-void urinary incontinence, sui, and urinary tract infections.